Event description:
It was reported that a male patient with benign prostatic hyperplasia. In october, the patient came to hospital from another facility to have a 14fr catheter inserted, but it could not be inserted and there was bleeding from the urethra. A cheman foley catheter was then inserted, but it did not go in. Visited another facility on the same day. As a treatment, an 18fr cheman catheter was inserted and the patient was sent home. The catheter was scheduled to be exchanged again at the facility on 06 november, and if there were no problems, the patient would return there. They said there may have been a problem with the staff's technique. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: directions for use 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. Correction: f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a male patient with benign prostatic hyperplasia. In (B)(6), the patient came to hospital from another facility to have a 14fr catheter inserted, but it could not be inserted and there was bleeding from the urethra. A cheman foley catheter was then inserted, but it did not go in. Visited another facility on the same day. As a treatment, an 18fr cheman catheter was inserted and the patient was sent home. The catheter was scheduled to be exchanged again at the facility on (B)(6), and if there were no problems, the patient would return there. They said there may have been a problem with the staff's technique. No medical intervention was reported.